Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -14.5 diopter, in the patients right eye without difficulty and noticed there was a tear on the trailing left haptic. The lens was removed and the backup lens was implanted with no issues. The reporter stated that there was no patient injury and the cause of the event was unknown.